Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was constantly alarming motor error during rewind due to motor encoder out of phase. Displacement test was not performed due to motor error alarm. The device had minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, and bleeding lcd glass.

Event description:
The customer's wife reported that the insulin pump alarmed motor error. Customer stated he had magnetic resonance imaging and was not told to take out his insulin pump. Troubleshooting was done. Customer's blood glucose was 125 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert a backup plan per health care provider. No further info provided.